Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one labeled winding former with one partially dispensed suture and one detached needle that pertains to product code z316h were returned to ethicon for analysis. During the visual analysis of the returned sample revealed that a clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. The manufacturing records couldn't be reviewed as the batch number is unknown. Related events captured via 2210968-2022-08225 and 2210968-2022-08226.

Event description:
It was reported that a patient underwent a gastric resection procedure on (B)(6) 2022 and suture was used. During the procedure, the needles were snapping off of the suture sort of like pop offs. The needle stayed on the needle holder. There were no adverse patient consequences. No further information was provided.